Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred while the patient was connected for peritoneal dialysis (pd) therapy. The patient was unable to find the source of the alarm during troubleshooting. The technical services representative assisted the patient in clearing the alarm. The patient stated they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.